Event description:
It was reported during a scheduled billary drainage catheter exchange, it was noted fluoroscopy, this drainage catheter had fractured. The distal portion of the catheter detached and remained in the pt. Retrieval of the detached segment utilizing a snare was successful. Another drainage catheter was successfully placed for continuation of treatment. The pt's condition is good. This device was received, evaluated and retained by this MFR. The engineering evaluation indicated the device was returned in three pieces. The distal portion of the catheter measures approximately 14cm and is discolored. The distal pigtail is detached and measures approximately 5.8cm. The proximal portion of the catheter displayed a clean break approximately 1 cm from the hub. Co's follow up revealed this catheter was in place for approximately 6 weeks. User technique and/or pt anatomy may have contributed to this event, however co's unable to determine the exact cause for this event. Co's directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system. This catheter should be evaluated by the physician on or before 90 days post-placement".